Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a heart rate near 30 bpm the evening after implant, even though the device was programmed to 80ppm. Review of the egrams revealed mechanical signals on the rate/sense channel that were oversensed and inhibited pacing. It is suspected that a capped lead may have contacted the current lead causing the signals.